Event description:
It was reported to boston scientific corporation that an obtryx system was used during a sling placement procedure. At the one year follow-up visit, the patient was documented as having a partial voiding obstruction. Uroflow residual volume was "up to 50 mls". According to the complainant, the procedure was successfully completed.

Manufacturer narrative:
(B)(4). (B)(4). Device b was returned with the tissue pad melted and partially detached. Probably causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.

Event description:
It was reported that during a laparoscopic liver resection with transplant procedure, both devices' white plastic came off of the tip and fell into the patient. The pieces were removed from the patient with no consequences to the patient. It is unknown what was used to remove the pieces that had fallen into the patient. A third device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. The device was returned with the tissue pad partially detached. Probably causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.